Manufacturer narrative:
The ventilator was investigated on site. The reported problem could not be reproduced. No part was replaced, the ventilator passed pre-use check and was returned for clinical use. The reported technical error indicates that the internal dc supply +24 v voltage was too low. The +24v is supplied to the inspiratory valves. Investigation of the attached log files confirmed that the technical error code has occurred once on 2020-10-27. The event log shows no indication of a stop of gas delivery at the time of the event. Since no parts was changed and returned, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).